Event description:
Healthcare professional reported left breast saline implant deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: creases fold, white calcification on the shell, and an opening. Leak test and microscopic analysis was performed which identified: three striated openings on posterior and anterior, and a crease smooth opening on radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: three striated openings on posterior and anterior assessed as surgical damage. A crease smooth opening on radius assessed as fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.